Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was fixed and the faulty part was discarded. The device/parts will not be returning to zoll.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive external and internal damage consistent with mis-handling. Component root cause could not be firmly established due to the observed extensive damage. The device was repaired, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to charge. Complainant indicated that there was no patient involvement in the reported malfunction.